Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. It was reported that the patient was not treated with antibiotic therapy or catheter removal for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.